Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tube got disconnected from the tubing connector while sleeping. The site was abdomen and the patient used long tubing/ right next to sensor (pump). The location of detachment was at tubing connector. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient stated there was not any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.